Event description:
On (B)(6) 2010, the pt had a spectra penile prosthesis implanted. At an unk date, the spectra was removed. Reason was not indicated. On (B)(6) 2011, the pt had an ambicor penile prosthesis implanted. No pt complications reported.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.